Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 1x wgprime25 file that is broken approximately 21mm from the handle in an autoclave bag. Visually checked under microscope and found no manufacturing marks or defects. No unopened product was returned for additional testing. Root cause unknown. A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that waveone gold reciprocating file separated in the canal. Instrument was incorporated as part of the fill.